Manufacturer narrative:
Part of the reported device was received for evaluation. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device returned outside its original packaging without suture or anchors. The actuator was in the t2 position and the depth gauge was not in the default position. There was a residue on the surface of the device and this residue could also be seen inside the actuator column. A functional evaluation found the actuator was seized and could not be pressed forward. Without the suture/anchors and the presence of residue following either decontamination or the procedure prevented the device from a true functional evaluation of the reported failure. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed and the root cause could not be determined due to the state the device was received. Factors that may have contributed to the simultaneous deployment of both anchors includes contact between the t2 anchor and another source or unintended stress to the needle prior to deployment. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a knee ask meniscus repair, the fastfix t1 and t2 anchors were deployed at once. Both ts were removed from the patient. The procedure was completed with a s+n back-up device. Non-significant delay was reported, and no other complications were reported.